Manufacturer narrative:
A ge representative evaluated the system and corrected the settings on the dicom box. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the right monitor is blank. No pt injury was reported.